Manufacturer narrative:
(B)(4). A third party service agent evaluated the customer¿s device and verified the reported issue. The third part service agent replaced the power module assembly to resolve this issue. After other unrelated repairs are completed and proper device operation is observed through functional and performance testing, the device will be returned to the customer for use. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that their customer¿s device was unable to power off using the on/off, in addition the device would randomly reboot itself. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use associated with the reported event.

Event description:
A third party service agent contacted physio-control to report that their customer¿s device was unable to power off using the on/off, in addition the device would randomly reboot itself. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Device evaluated by MFR section of initial medwatch report indicates: device evaluated by mfg: yes. Reason for no evaluation: blank. Reason code ¿ other: blank. Device evaluated by MFR section of initial medwatch report should indicate: device evaluated by mfg: no. Reason for no evaluation: other. Reason code ¿ other: device not evaluated by manufacturer. (B)(4). Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4). A third party service agent performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Additional information: the third party service agent replaced the power module assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Based on the information available, the likely cause of the reported issue has been determined to be due to process residue on filter components fl4 and fl10 on the power supply pcb assembly of the power module assembly.

Event description:
A third party service agent contacted physio-control to report that their customer¿s device was unable to power off using the on/off, in addition the device would randomly reboot itself. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: device identifier (di) number ¿(B)(4).